Manufacturer narrative:
The user reported missing high/low glucose alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed to be shown as activated. Wait for few minutes and it was observed that there was no disruption in the ble(bluetooth) connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software and send command to the reader, the first 5 ble packets were received. The blc count and rssi value (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung s21 phone with android operating system version 14 and app version 2.11.2.11107. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring administration of 2 glucose tablets (lift) and gluco gel for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung s21 phone with android operating system version 14. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring administration of 2 glucose tablets (lift) and gluco gel for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer experienced missing high/low glucose alarms with freestyle librelink application. Abbott diabetes care attempted to replicate the reported issue and the reported configuration of samsung galaxy s21 (android 14) is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. Sensor 0f8c8anm7 has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a new unused reader, and signal and sound icons were activated and there was no disruption in the ble connection between the devices. Accuracy test was conducted, all results within specification range. Upon connecting the reader to the pc, all ble packets were received and bluetooth count and rssi (received signal strength indicator) were present. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a united kingdom customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.